Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate the monitor) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was due to broken cable conductors on the rear response button. The root cause for the broken cable conductors could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were unable to activate the monitor.